Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes. Stored electrograms (egm) showed several beats of ventricular oversensing with what appeared to be a ¿noisy baseline¿. Isometrics reproduced minimal baseline noise. Follow-up indicated the issues appeared to be due to electromagnetic interference. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.